Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross 6 hd imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the physician manually manipulated the catheter because the sled was not retracting automatically. Upon encountering resistance, imaging was turned off and both the non-boston scientific guide wire and opticross catheter were removed, as they had become entangled during the process. The procedure was completed with another of the same device. No patient complications reported.